Event description:
The customer reported a ventilator gave a 1203 error code indicating a low leak and the device would not go into standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the remote service engineer (rse) advised the customer that they may need to replace the flow sensor assembly and provided the part identification number. Moreover, the customer reported that the unit was repaired and is back in service. No other information was provided by the customer regarding the repair.